Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported decreased performance with the cochlear implant system in 2006. The results of an integrity test done in the same month, were consistent with normal receiver/stimulator function and anomalies on 3 electrodes. The patient's sound processor was reprogrammed with the anomalous electrodes deactivated. The patient reported improved performance. In 2007, the audiologist reported that the patient again reported decreased performance, "vibration" when using the cochlear implant system and a "wavelike" sensation when not using the cochlear implant. A second integrity test was done on three days later. The results were the same the results of the 2006 test. The patient's sound processor was reprogrammed. However, the patient did not like the sound and stopped using the cochlear implant system. A CT scan showed correct electrode array placement. The patient was evaluated by a physician. No medical problems were discovered. In 2007, the healthcare provider reported that the device will be explanted and the patient will be reimplanted in the following month.